Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had a previous erosion with his artificial urinary sphincter (aus). Emergency room had placed a catheter. Patient underwent a replacement procedure. All aus components were explanted and replaced without any adverse patient effects.